Event description:
It was reported that the device longevity was less than expected for programmed values compared with published specification. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device longevity was less than expected for programmed values compared with published specification. Premature battery depletion was suspected. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device longevity was less than expected for programmed values compared with published specification. Premature battery depletion was suspected. The patient also reported experiencing bruising and internal bleeding. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.96 to 2.64 volts between (B)(6) 2012 and (B)(6)2012 is before device rrt (recommended replacement time) <= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.96 to 2.64 volts between (B)(6) 2012, is before device rrt (recommended replacement time) <(><<)>= 2.62 volt. (B)(4) implantable tachy lead (B)(6) 2012.